Event description:
As reported by our affiliates in reunion, it was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, during advancement of the delivery system through the esheath, one of the valve struts became bent. Consequently, it was decided to remove all the devices and prepare a new valve. The outcome was good, and the patient remained in good condition with no adverse outcomes.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05582. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Provided imagery was evaluated, and the following observations were noted: the valve was stuck inside the esheath shaft. One valve frame strut bent outwards at inflow side observed protruding through the torn liner. One valve frame strut bent outwards at the inflow side was observed after advancing the valve through the sheath. The sheath liner appears stretched distal to the strain relief. The complaint for valve frame damage was confirmed based on the evaluation of provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per training manual, "insertion force can vary due to angle of access, thv size, vessel diameter, tortuosity and degree of calcification" and "if insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm". Due to unavailability of 3mensio report, vessel characteristics could not be confirmed. As such, calcification and/or tortuosity may have been present in the patients access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Tortuosity can result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, device evaluation revealed sections of the sheath liner that were unexpanded. The system passage through sheath may be more constrained when the liner undergoes stretching in lieu of expansion, leading to increased resistance. In order to overcome the resistance, additional force may have been applied causing the valve frame to interact with the sheath liner during insertion, which likely resulted in the observed frame damage. As such, available information suggests that procedural factors (variable sheath liner expansion, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.